Event description:
Customer reported that the insulin pump has cracks near the battery casing and the top right hand corner. Customer did not now how the damage occurred. Blood glucose value is 80 mg/dl. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, cracked display window and cracked case near display window corners noted during visual inspection.